Manufacturer narrative:
The zoom 88 device was discarded and not returned for investigation. Although the lot number was not provided, all lots shipped to the account 6 months prior to complaint initiation were reviewed. The manufacturing records confirmed the product met all the design, manufacturing, and quality specifications. Based on the information provided, it is not clear if the extravasation was caused by third-party devices or the zoom 88. There was no device issue reported for any of the zoom devices used during the case.

Event description:
It was reported that a patient underwent mechanical thrombectomy via the solumbra technique for treatment of a tandem occlusion in the distal m1 segment and right internal carotid artery (ica). During the procedure, after third pass, the physician observed extravasation in the supraclinoid segment of the internal carotid artery (ica). Per the physician the extravasation could have been due to the third-party devices or the zoom 88. A balloon was deployed and inflated proximal to the extravasation that effectively led to hemostasis of flow. There was no device malfunction reported. The patient was stable and moving extremities 24 hours post procedure.